Event description:
Baby was on scale being weighed, she fell off the side while her bed was being changed. Rn tried to catch baby but baby fell on floor hitting her head. Baby had a small right frontal lobe hemorrhage.

Manufacturer narrative:
The scale which is the subject of this report bears a silk-screened warning on the weighing cradle that states, "do not leave child unattended". This warning is also present in the scale's instructions for use.